Manufacturer narrative:
The device alarmed unexpected restart after battery change due to faulty connector on interface board. The insulin pump passed the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for son via phone call for unexpected restart. Customer¿s blood glucose was unknown. Customer reported that unexpected restart alarm keeps alarming, probably the third time this week. Customer was not received unexpected restart alarm after a battery change. Customer states a temp basal was not programmed before the unexpected restart alarm occurred. Customer states the pump was not stored or not in use for an extended period of time. Unexpected restart alarm is recurring during normal pump use. The insulin pump will be returned for analysis.